Manufacturer narrative:
Additional information: d9.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.

Manufacturer narrative:
Corrected data: g3 / corrected date received by manufacturer june 20, 2023

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: the channel cleaning brush could not be inserted smoothly; the flexible tube insertion section was crushed; the bending angle was insufficient due to the elongation of the angle wire; the curved tube was crushed; the bending section adhesive part was missing; the watertightness of the vent under the grip was not maintained; the disappearance of the display of the operation part was recognized; the disappearance of the display on the base of the light guide mounting part was not recognized; and scratches were found on multiple locations of the device. Device history records: the device history records for this device were reviewed, and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Complaint history review: there was no complaint of the same or similar event as the reported event at the same facility and on the same device. However, a similar complaint, (B)(4)., was initiated by another facility for the same device. Conclusion: based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to stress, external factors, and handling. Olympus will continue to monitor field performance for this device. Olympus will continue to monitor the field performance of this device.

Event description:
The olympus representative reported (on behalf of the customer) that the root fiber on the tracheal intubation fiberscope was crushed, making it difficult for the cleaning brush to enter. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that the coating of the image guide tube was peeling off. This report is to capture the reportable malfunction of the peeled coating on the image guide tube noted at estimation.